Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no slitter was returned, therefore condition and brand are unknown. Lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, the lead dislodged during catheter slitting. The lead was explanted and replaced. No patient complications have been reported as a result of this event.